Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient had a fistula surgically removed from surrounding stoma site (B)(6) 2020. The physician noted an infection to the inner bumper of the peg-j and patient was started on oral antibiotic augmentin for 7 days. The patient was hospitalized on (B)(6) 2020 and discharged on (B)(6) 2020. On (B)(6) 2020, it was reported a mepore dressing was in place. No evidence of granuloma. Site appears healthy. No pain at site, no hard area surrounding stoma site and no redness. Peg tube mobilizing with no difficulty or pain. Antibiotic course completed (B)(6) 2020. It was reported (B)(6) 2020 that the stitches were removed. Wound healing well, minimal ooze at site of stitches with no necessary treatment. Advised may require change of peg site in the future but not at present. Issue resolved.